Event description:
Customer reported an issue with incorrect time settings on their device, resulting in a discrepancy of five minutes between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Customer service assisted in updating the pump time and advised the customer to monitor for any recurring discrepancies greater than five minutes and follow up as needed. The customer understood and acknowledged these instructions.